Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom claim letter record received. Claim letter alleges pain, discomfort, difficulty walking, metallosis, permanent tissue and muscle loss, reduced ability to work, loss of a normal life, and elevated metal ions. However, lab results shows below 7 ppb. MRI suggest adverse local tissue reaction. The patient is seeking compensation for all the injuries experienced. Doi: (B)(6) 2011; dor: (B)(6) 2011; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Review of the x-rays evidence found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2020, progress notes reported that the patient experienced left knee pain and hip pain. About 2 weeks ago patient felt popping in left hip area and constant pain in external rotation. On (B)(6) 021 patient had a broken left hip prosthesis. On (B)(6) 2021, patient undergone left hip revision. No operative notes provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical symptoms code: unspecified tissue injury (e2015) used to capture soft tissue injury and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of the medical records the patient was revised to address failed tha secondary to adverse tissue reaction associated with a mom prosthesis, pseudotumor, elevated metal ions, metal wear resulting to hip pain and discomfort. X-rays reported significant erosion of the bone along the medial calcar. Showed some bone loss on medial calcar. Operative note reported large brownish gray fluid. Tissues were collected, dark brown consistent with an adverse tissue reaction. There was some blackening of the trunnion but no corrosion. Hip was reduced with a fair amount of effort. Before there was signs of subluxation of the head. Lab result reported below 7 ppb.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.